Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test with values of 22.7 psi and 22.9 psi (pounds per square inch) during programming/setup. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed the downstream (distal) occlusion sensor test with values of 22.7 psi and 22.9 psi (pounds per square inch)¿ was reproduced. The device was tested for flow lines for upstream and downstream occlusion testing and device passed upstream occlusion testing but failed during downstream occlusion testing. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream values were out of specification, force sensor thermistor head was depressed and misaligned and tubing guide shim lifted. The force sensor and tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.